Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se with a 6fr sheath, after a percutaneous transluminal angioplasty interventional procedure. Reportedly, after clip delivery, the system could not be retracted out of the patient. The clip remains in the patient anatomy; however, did not achieve full hemostasis. The access ports were used to retract the thumb advancer, then the safety release was used. With slight tension the device could be removed from the patient anatomy. Two minutes of manual arterial compression was applied to achieve hemostasis. After 2 hours patient was bleeding again out of the body. Hemostasis was achieved by compression bandage. There was no reported adverse patient sequela. The physician is reported to be in-training in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.